Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'broken display' which was reproduced as blank screen problem. The reported condition was verified. The cause was determined to be a corrosion resulting from fluid intrusion into the device leading to blank screen. The liquid crystal display (lcd) screen was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a section of liquid crystal display (lcd) was black during start up. There was no known patient injury or medical intervention associated with this event. No additional information is available.